Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' It was reported that at tooth site 36 the implants collar was fractured. The implant was removed. Product experience report (per) confirmed incorrect angulation with adjacent teeth. Additional information was confirmed upon inspection of the device. The implant had a fractured screw inside. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm), and one (1) unknown zimmer screw for evaluation. A visual evaluation was performed. The implant had signs of use and damage to the implant was identified. The implant was fractured at the collar and had a screw fragment inside. This complaint refers to the tsvb10. DHR review was completed for the subject lot number 63192161. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63192161 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture and dental : functional : fracture : implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per risk management file, the most likely root cause determined from the investigation was missing or confusing instructions for use or clinician damaged implant seating surface (e.g. Raised areas on seating surface of implant, scratches). Therefore, based on the available information, a device malfunction did occur. The implants collar fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant fractured at the collar of the implant and was removed.